Event description:
Based upon additional information received on 29-oct- 2015, the case became valid as the unspecified adverse reaction was updated to severe immediate effusion/ acute inflammatory response. The company suspect was updated from synvisc to synvisc one. Also, the case initially assessed as non-serious was upgraded to serious as the event was updated to severe immediate effusion/ acute inflammatory response with the seriousness criterion of required intervention. This case was cross referenced with cases: (B)(4) (cluster cases). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who had severe immediate effusion/ acute inflammatory response after receiving treatment with synvisc one. The patient received synvisc and synvisc one 6-7 times in the past without reported issues. The patient's medical history, concurrent conditions and concomitant medications were not reported. On unknown date in 2015, the patient started treatment with intra-articular synvisc one injection once (batch/lot number: 4rsk001; expiration date: oct-2017; dose, indication: not reported) in left knee. It was reported that an 18 gauge needle was used for injection. Further reported, the patient got local anesthetic injection before had (before synvisc one) and local anesthetic was not injected into the knee. On an unknown date in (B)(6) 2015, the patient had severe immediate effusion/ acute inflammatory response. It was reported that the patient required aspiration and responded and will recover. Corrective treatment: aspiration and nonsteroidal anti-inflammatory drugs (nsaids). Outcome: not recovered. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsk001 with expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk001, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Reporter causality: related. Seriousness criterion: required intervention. Additional information was received on 29-oct-2015 (and on 30-oct-2015, both the information was processed together with the clock start date of 29-oct-2015). The related cases were added. The demographics of the patient were added. The company suspect was updated from synvisc to synvisc one. The non-serious event of unspecified adverse reaction was updated to serious event of severe immediate effusion/ acute inflammatory response with details with the seriousness criterion of required intervention and the case was updated to serious. The location of injection was added. Clinical course updated and text amended accordingly. Additional information was received on 10-nov-2015. Global ptc number and results were added. Text was amended accordingly.

Event description:
Based upon additional information received on 29-oct- 2015, the case became valid as the unspecified adverse reaction was updated to severe immediate effusion/ acute inflammatory response. The company suspect was updated from synvisc to synvisc one. Also, the case initially assessed as non-serious was upgraded to serious as the event was updated to severe immediate effusion/ acute inflammatory response with the seriousness criterion of required intervention. This case was cross referenced with cases: (B)(4). This unsolicited device case from (B)(6) was received on 28-oct-2015 from a physician. This case concerns a (B)(6) female patient who had severe immediate effusion/ acute inflammatory response after receiving treatment with synvisc one. The patient received synvisc and synvisc one 6-7 times in the past without reported issues. The patient's medical history, concurrent conditions and concomitant medications were not reported. On unknown date in 2015, the patient started treatment with intra-articular synvisc one injection once (batch/lot number: 4rsk001; expiration date: oct-2017; dose, indication: not reported) in left knee. It was reported that an 18 gauge needle was used for injection. Further reported, the patient got local anesthetic injection beforehand (before synvisc one) and local anesthetic was not injected into the knee. On an unknown date in (B)(6) 2015, the patient had severe immediate effusion/ acute inflammatory response. It was reported that the patient required aspiration and responded and will recover. Corrective treatment: aspiration and nonsteroidal anti-inflammatory drugs (nsaids). Outcome: not recovered. A pharmaceutical technical complaint was initiated and results were pending for the same. Reporter causality: related. Seriousness criterion: required intervention. Additional information was received on 29-oct-2015 (and on 30-oct-2015, both the information was processed together with the clock start date of 29-oct-2015). The related cases were added. The demographics of the patient were added. The company suspect was updated from synvisc to synvisc one. The non-serious event of unspecified adverse reaction was updated to serious event of severe immediate effusion/ acute inflammatory response with details with the seriousness criterion of required intervention and the case was updated to serious. The location of injection was added. Clinical course updated and text amended accordingly.